Event description:
Bilateral ruptured breast implants. A 48 year old white gravida 1 para 1 female, status post bilateral submuscular inframammary gels (unk size/type - no records) placed for augmentation "15 years ago". The right has been hard for approx 10 years, worsening recently, but she cannot ascertain if it is smaller. She has some local discomfort, but also in left breast "inf" after wearing a bra. There is a history of a motor vehicle accident a couple of years ago, which left a chest wall seat belt bruise. Recent mammogram indicates right rupture. The pt has minimal systemic symptoms, other than some hot flashes, presumed related to menopause, sensitivity to cold/chemicals, and decreased thyroid for 2 years. Pt has history of asthma, predating submuscular breast implants. Family history is negative for breast cancer.